Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4). Pending evaluation.

Event description:
It was reported to resmed that an astral device had a power supply issue and powers down when connected to external battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had a power supply issue and powers down when connected to external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed ac power supply is not routed to the astral device via the external battery charger. The investigation determined that the reported event was due to an isolated component of the circuit board of the external battery charger. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).